Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. The technical support specialist (tss) checked the order messages in structured query language server management studio and confirmed that the orders were now appearing for the patient in the enterprise server graphical user interface. The tss verified with the customer that the orders were also visible at the station. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders were not crossing over to the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.